Event description:
Device 1 of 2. Reference MFR report #: 1627487-2012-05998. The patient had two leads (from different lots). It was reported the patient was no longer receiving adequate coverage. Reprogramming attempts were unsuccessful. An impedance check was performed and revealed high impedance. During surgical intervention, invalid impedance was revealed on the lead. The lead was explanted and replaced. Stimulation and coverage were regained post-op.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.